Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On august 23, 2021 additional information received indicated that the suspect device lot number updated to 5815253. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that (follow up 3) missed reporting that the patient experienced left sided pain and asymmetry issue. Manufacturer¿s reference number: (B)(4). Left sided pain and asymmetry issue.

Manufacturer narrative:
On august 31, 2021 additional information received indicated that the patient also experienced right-sided capsular contracture grade ii-iii. The serial number of the right side reported to be 5815253-055. As a result, patient underwent bilateral replacements as follow: l/cat#: 350550bc, sn#: (B)(6), r/ cat#: 3505501bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2021; visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturing date: apr/02/2008 expiration date: mar/31/2013

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in and/or reoperation: the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old pacific islander female who underwent a breast augmentation revision with a mentor memorygel 550cc prosthesis experienced right-sided- rupture post procedure. The MRI examination shows a collapsed intracapsular rupture. As a result, patient underwent removal on (B)(6) 2021.